Event description:
There was in stent restenosis in the stented area of a stent that was implanted for a duration of six months. Total revascularization was performed during which another stent was placed with good results. No further information was provided.